Event description:
Caller reported that patient has a reading of 75 mg/dl at around 3:00 pm. Then 75, 97, and 72 within a half hour period. Patient became listless. Caremate icing, bottle and fruit were provided to patient. Paramedics were called. Reading by paramedics was approximately 30 mg/dl. Type of comparison meter is unknown. No other treatment was provided.